Event description:
It was reported the pt had discomfort at the ipg site due to the location of the pocket. In addition, the pt had problems trying to charge the ipg due to the location. Follow up identified on (B)(6) 2012 the physician moved the ipg to a new pocket location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.